Event description:
The facility reported a fail code 810:11 during biomed testing. Although baxter attempted to obtain info, details were not available regarding additional contact info, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.